Manufacturer narrative:
(B)(4). This lot was manufactured from july 29, 2014 to july 31, 2014. Evaluation summary: a visual inspection of the returned device noted fluid inside of the packaging that contained the unit due to an untightened blue winged luer cap. A function leak test was then performed by filling the device with green colored water, hand tightening the blue winged luer cap, and observing the unit for leakage until the following day. No signs of a leak were identified during this test. The device was found to meet specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak from an unknown location. The reporter stated that fluid was observed in the bag which contained the infusor. The unit had been filled with fluorouracil in 5% dextrose solution. There was no patient involvement. No additional information is available.